Event description:
A healthcare professional reported that an inclusive mini implant lacked primary stability during implant placement on tooth number 25. It was reported that the healthcare provider did not observe any patient symptoms or permanent injury. It was reported that the device was removed, and it was not replaced but a abridge was placed. No additional procedures were performed. It was reported that at the time of the surgical procedure the patient's bone quality was type ii with good oral hygiene.

Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Corrections: d1- brand name; d2- common device name, model #, catalog #, lot #, expiration date, and primary unique device identifier (UDI) #; h4- device manufacture date. Manufacturer internal reference number: (B)(4).